Event description:
Towards the end of the procedure, the valve on the main body sheath was leaking from the side. Upon inspection prior to procedure, the rubber seal locked as it should. The procedure was successfully completed with the mentioned device. No adverse effects have been reported due to this occurrence.

Manufacturer narrative:
(B)(4) - blood loss was labeled in the IFU. (B)(4) - valve leaks are not specifically labeled in the IFU. Event eval: still under investigation.